Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac power source, test lung, and test circuit. The ventilator passed 96 hours of extended testing without any error or unusual alarm conditions. No auto cycling occurred during testing. Several patient outlet port leak test's were performed after an extended run, the ventilator passed. The ventilator also passed the initial final test and the initial alarm volume test without exception. The ventilator was processed through service and a complete calibration checkout was performed on the ventilator. The ventilator met all factory specifications.

Event description:
It was reported to vyaire medical that the ventilator kept auto cycling. The customer is unable to get the ventilator to pass the patient circuit test. The customer also stated that the ventilator is making a loud noise which is louder than his other ventilator's. There was no patient involvement associated with this reported event.